Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the manufacturing representative was told that this ¿had happened before and the patient saw the "end of service" (eos) message and was able to turn stimulation back on.¿ refer to manufacturing report # 3004209178-2013-19827.